Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary surgery with triathlon patella pa was performed on (B)(6) 2017. After that fracture of the patella was found, the revision surgery is planned on (B)(6) 2017.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a titanium patella was reported. The event was confirmed through x-ray. Device evaluation and results: visual inspection of the returned patellar component indicates that the device is unremarkable other than expected evidence of in-vivo use on the beaded in-growth surface. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated an adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone) have caused a peri-prosthetic fracture of the patella early post arthroplasty requiring revision surgery. Device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicated that an adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone) have caused a peri-prosthetic fracture of the patella early post arthroplasty requiring revision surgery. No further investigation for this event is possible at this time, should additional information become available, this investigation will be reopened.

Event description:
Primary surgery with triathlon patella pa was performed on (B)(6) 2017. After that fracture of the patella was found, the revision surgery is planned on (B)(6) 2017.